Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an amikacin injection (250 mg, intraperitoneal, daily) and vancomycin injection (1 gm, every 5th day) for the event. Patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, and h11. H11: upon follow up, it was reported that peritonitis was manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized on the same day as the occurrence of the event. Antibiotics were discontinued after seventeen days and the patient was discharged from the hospital on the same day. The patient recovered from the peritonitis. Pd therapy is ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.